Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had rewind anomaly. The blood glucose was unknown at the time of the incident. Customer reported that, the insulin pump was damaged and occasionally do multiple rewinds to get the pump to rewind all the way back. Customer also reported that, the battery compartment was cracked. Customer stated that, they are stuck in rewind complete/bolus delivery loop. Customer advised to monitor the insulin pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, self test and displacement test. The pump rewind functioned properly and no anomaly noted during testing. The pump had cracked battery tube threads.